Event description:
Balloon burst.

Manufacturer narrative:
The catheter was used for stent implantation which is an off-label use. The catheter is indicated for pta/ptv use only. There is a warning statement in the IFU saying that these are not to be used for stent redilatation.